Event description:
Pt to hosp for surgery on 9/5/96 for 1st stage r breast reconstruction. Tissue expander inserted and filled with 200cc sterile saline. Pt discharged 9/6/96. Further filling attempted at dr's office, and documented as unsuccessful. Pt returned to hosp on 10/15/96 for surgery. Preoperative assessment notes right chest without suspicious mass, tenderness, or skin changes. Operative report notes "the capsule was opened and free. Straw colored, odorless, serous fluid was suctioned, amounting to approx 40cc. The implant itself appeared intact and no obvious rupture or leak was identified." The implant was removed and a new implant was inserted.